Manufacturer narrative:
Continuation of d10: product ID: a810, lot#: unknown, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown/unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a company representative regarding an external device. It was reported that a healthcare provider (hcp) got "service code 338" alert in synchromed app while connected to pumps and forced to exit application. Diagnostics/troubleshooting included: pushed updates via aw for pds, communication manager, & synchromed. Adjusted options in settings > device care > battery > settings to prevent pds issue from kb0031761. It was unknown if the issue resolved but opted to call back if issue reoccurs. No patient involvement.